Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer continued to use the pump for insulin therapy.